Event description:
Rash at injection site; swelling at injection site; redness at injection site; fever; fatigue; headache, blurry vision; discharge from eyes. Report redeived in may 2005 from a patient with no known allergies and no history of autoimmune disease, who has a history of restylane, botox and hylaform injections with no untoward effect. The patient received injections of captique in 2005 to the glabellar and lower lip. That same day they experienced a rash, swelling and redness all the glabellar treatment site. They also experienced severe headache, fever, blurry vision, and discharge from eyes. Report received from the treating physician 02-may 2005, who stated that she examined the patient on the second day and the events were redness, swelling, and vesicular reaction at the glabellar treatment sites, which were diagnosed as allergic reaction. The physician prescribed levaquin (levofloxacin), oral antihistamine and topical cortical steroid cream. They also stated that there was no reaction at the lower lip trteatment area. At the time of the report the patient's outcome is unknown. Additional information was received in about two weeks later, from the patient, who stated that their physician prescribed desonide crean for the burning, itching and redness. At the time of this report the patient had not yet recovered. Qa performed a review of the production and quality control documentation for hylaform plus lot n0506. All documentaton are complete and in order. The product met specifications at release. No associated non conformance noted.